Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the device through endoscopy channel and installed on endoscopy, user then adjusted the sheath length and confirm the length of needle advancement, the first attempt, but the needle cannot be advanced at second attempt. User retracted the needle from patient, and cut the needle while found out the stylet broken. User then changed to another same device to complete the procedure. Lab evaluation: complaint device was returned and evaluated on 06-jan-2022. Upon visual inspection it was found that needle broken in two separate places one within the handle and the other proximally. Stylet observed and was intact. The needle and stylet were both returned removed from the device. Upon functional inspection it was found that sheath extender able to advance and retract with no issues. Distal end of needle examined and no issue observed. Needle handle examined and no issue observed. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site.2cmx1.5cm. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
Device evaluation 1 unit of lot c1804325 of echo-25 involved in this complaint was returned for evaluation, not in the original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 06 january 2022. Sheath extender able to advance and retract with no issues. Distal end of needle examined and no issue observed. Needle handle examined and no issue observed. Needle was observed to be broken in two separate places one within the handle and the other proximally. Stylet observed and was intact. The needle and stylet were both returned removed from the device. Document review including IFU review prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1804325 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1804325. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review n/a root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure potentially causing the needle to break within the handle leading to the difficulty with needle advancement. Note that the customer stated that they cut the needle which would be the cause for the second break. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 11-feb-2022.